Event description:
Caller tested 4.0 inr, 4.2 inr, and 4.4 inr inr on coaguchek xs system 1 and 2.5 inr, 2.5 inr, and 2.5 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 20181332, expiration date 12/31/2011). (B)(6).